Event description:
It was reported that catheter removal difficulties were encountered and balloon rupture occurred. The target lesion was located in the right subclavian vein. After a 20x70mm wallstent was deployed, a 16-4/5.8/75 xxl balloon catheter was advanced for post dilatation. However, upon withdrawal, the balloon became stuck on the stent struts of the deployed wallstent and got ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.